Manufacturer narrative:
A getinge service territory manger (stm) was dispatched to evaluate the iabp. The stm determined the console was not engaged into the cart assembly. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient the batteries of the cardiosave intra-aortic balloon pump (iabp) will not charge. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the batteries of the cardiosave intra-aortic balloon pump (iabp) will not charge. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.